Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's wife reported her husband's blood glucose and insulin history is as follows: time: 01:07 pm, bg (mg/dl): 150, bolus (u): 4.20 (bolus for a meal but went to sleep instead); 03:57 pm, 2.25 (bolus stopped with 0.05u remaining). She heard her husband's continuous glucose monitor (cgm) alarming so she called for the paramedics and upon arrival they were unable to treat him intravenously as they were unable to locate a vein. His bg was reading between 20 mg/dl to 30 mg/dl. They then rush him to the hospital and during the ride there he was given a manual injection of glucose. He stays in the hospital for a couple of hours before being released. The pod was deactivated and discarded.